Manufacturer narrative:
Section e1 - initial reporter establishment name: complete name is (B)(6) hospital, (B)(6) medical university (B)(6) hospital. Section e1 - address 1: complete address is (B)(6) zone. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect insulin result generated by the architect i2000sr processing module. The physician is questioning the results from february. The following data was provided: customer¿s normal range: 2.3 to 11.8 u/ml. On (B)(6) 2025: fasting insulin result = 15.4 u/ml two-hour postprandial insulin result = 12.98 u/ml. On (B)(6) 2025: fasting insulin result = 8.5 u/ml. Two-hour postprandial insulin result = 8.86 u/ml . There was no impact to patient management reported.

Manufacturer narrative:
Section b5 - describe event or problem: this section was updated with additional information provided on 19jun2025. The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the architect insulin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70821lp59. A review of the device history record did not identify any non-conformances or deviations with lot 70821lp59 and the complaint issue. Historical performance of the architect insulin reagent lots was reviewed using field data from customers worldwide. The patient median result for the architect insulin reagent lots are within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of labeling was performed and found to sufficiently address the customer's issue. Based on the review of this issue, user error may have contributed to issue, as the customer performed conversion of units. Based on this investigation, no systemic issue or deficiency was identified with the architect insulin reagent, lot number 70821lp59. This report is being filed on an international product, list number 08k41-74 that has the same product distributed in the us, and a 510k/PMA/bla number that¿s exempt.

Event description:
The customer reported falsely elevated architect insulin result generated by the architect i2000sr processing module. The physician is questioning the results from february. The following data was provided: customer¿s normal range: 2.3 to 11.8 u/ml. (B)(6) 2025: fasting insulin result = 15.4 u/ml. Two-hour postprandial insulin result = 12.98 u/ml. (B)(6) 2025: fasting insulin result = 8.5 u/ml, two-hour postprandial insulin result = 8.86 u/ml , there was no impact to patient management reported. Update: on 19jun2025, an on-site investigation revealed that the architect instrument displayed both fasting and 2-hour postprandial insulin results in the same unit (u/ml). However, the lis (laboratory information system) had a unit mismatch: fasting insulin was correctly labeled as u/ml, while the 2-hour postprandial insulin was incorrectly labeled as pmol/l. The lis unit setting has been corrected to u/ml. There was no impact to patient management reported.

Event description:
The customer reported falsely elevated architect insulin result generated by the architect i2000sr processing module. The physician is questioning the results from february. The following data was provided: customer¿s normal range: 2.3 to 11.8 u/ml. On (B)(6) 2025: fasting insulin result = 15.4 u/ml. Two-hour postprandial insulin result = 12.98 u/ml. On (B)(6) 2025: fasting insulin result = 8.5 u/ml. Two-hour postprandial insulin result = 8.86 u/ml . There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a search for similar complaints, a ticket trending review, a device history record review, a field data review, and a labeling review. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and supported the complaint issue. A review of tracking and trending for the architect insulin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70821lp59. A review of the device history record did not identify any non-conformances or deviations with lot 70821lp59 and the complaint issue. Historical performance of the architect insulin reagent lots was reviewed using field data from customers worldwide. The patient median result for the architect insulin reagent lots are within the established control limits. Therefore, no unusual reagent lot performance was identified. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect insulin reagent, lot number 70821lp59.